Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed, and the damage was determined to be use related. One 4fr s/l powerpicc solo was returned for investigation. The catheter exhibited evidence of use. The catheter had been trimmed to length, the printing on the extension leg was partially worn, and residue remained adhered to the external surface of the catheter tubing between the distal end of the molded wing and the 1cm depth mark. What appeared to be blood residue was observed in the extension leg tubing. Semi-circumferential creases, which are indicative of kinking, were observed in the extension tubing 2.5mm and 17.5mm from the distal end of the solo valve housing. A slit was observed in the tubing near the crease closest to the solo valve housing. Fluid leaked from the slit tubing during a functional test. A microscopic examination of the slit revealed a glossy and striated surface, which is indicative of sharp instrument damage. Due to the evidence of use observed on the catheter and the consistency with sharp instrument damage at the leak site, this was determined to be use related. A lot history review (lhr) of reaz0258 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there is a hole in the catheter. No other information was provided. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaz0258 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there is a hole in the catheter. No other information was provided. No patient injury reported.